Event description:
This report is to advise of a tip fracture noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Fractures in the catheter tip were noted 0.3¿ and 0.6¿ proximal to the distal tip and a kink was noted in the catheter shaft 27.5¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the tip fracture was determined to be a design/process issue.